Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the connector piece kept popping off on endotracheal tube. The ett (endotracheal tube) was changed and taped to hub.